Event description:
Procedure: lower anterior resection. The resident put stapler on deep and completed the firing sequence however the handle did not lock back properly. They tried to close/ fire the stapler 4 times and the handle never locked. Since it did not lock they did not transect the tissue. According to the doctor the case was high risk and beginning to get lengthy so the doctor decided to convert the procedure to a colostomy. However, based on the doctor "the pt probably was probably going to end up with a permanent colostomy anyway."